Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Corrected data: a1. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified that per the (B)(6) 2016, computed tomography- abdomen and pelvis with contrast: "there is an inferior vena cava filter with an anterior strut that perforates the inferior vena cava wall anteriorly and extends into the duodenum near the arterial pancreaticoduodenal arcade, probably adjacent to the superior pancreaticoduodenal artery. The tip of the strut traverses the junction of the third part of the duodenum and extends anterior to the lumen of the duodenum, tenting the anterior wall of the duodenum. There are adjacent strut, one exits the lateral wall of the inferior vena cava and terminates near the right ureter and projects into the adjacent psoas muscle, then there is a third strut that extends lateral and slightly impinges on the anterior medial wall of the aorta due to junction with the inferior mesenteric artery. There is no evidence of arteriovenous malformation. No retroperitoneal hemorrhage identified but the strut is almost contiguous with the adjacent vascular structure that arises from the superior mesenteric artery, described above. Addendum : also, the first sentence of the conclusion should include the word perforate, the strut perforated the third part of the duodenum". Also, the (B)(6) 2016, esophagogastroduodenoscopy exam images were received identifying perforation.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). (D4) catalog#: unknown but referred to as a cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to adverse event and product problem. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tilt, vena cava perforation, organ perforation, chest and abdominal pain, anxiety, emotional distress'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported anxiety, emotional distress, sleeplessness is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/27/2017 as follows: patient received an implant on (B)(6) 2011 via the right common femoral vein due to risk of dvt due to immobility following a motorcycle accident. Patient is alleging tilt, vena cava perforation, organ perforation, chest and abdominal pain, anxiety, emotional distress, sleeplessness due to the device. Device successfully retrieved on (B)(6) 2016.